Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was broken 262mm distal to the strain relief. It was also noted that the hypotube kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, balloon and tip sections of the device. The tip od was measured and found to be within specification. No other issues were identified during the product analysis. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during crossing difficulty occurred. The 2.25mm x 28mm promus element plus stent was advanced to the target lesion but was unable to cross. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed hypotube break.